Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The IFU precautions, "like other modalities, hemospray may not be effective for all types of bleeds. Gastrointestinal bleeding may exacerbate existing comorbidities, increasing the potential for adverse events including patient mortality." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Cook endoscopy was notified of this event through a pmcf study report. The pmcf presents a retrospective review of data from an observational post-market study of patients treated with hemospray and utilizes aggregate results taken from an ongoing global registry investigating the outcome of these patients. Please see below for relevant excerpts of the report. "Multiple centers (USA, UK, france, germany, spain) participate in this ongoing global registry, "an international multicentre registry collecting outcomes of patients with gastrointestinal bleeding undergoing endoscopic treatment with hemospray (the 'hemospray registry')". Data on 205 consecutive patients in whom hemospray was used either as mono or dual therapy along with other modalities between february 2019 and september 2021 were collected as part of the pmcf study... For the primary performance outcome of initial hemostasis, data are summarized by bleeding location. Overall, 179/192 (93.2%; 95% ci, 88.7%-96.4%) patients with available information achieved initial hemostasis... For the outcome of initial hemostasis, 13 patients experienced failure. Of these failures: 4 patients requiring embolization, 1 patient requiring other supportive measures and no further information was available for 1 patient [hemostasis not achieved - subject of report]. No device-related adverse events (defined as embolization of the powder, intestinal obstruction, allergy to hemospray) were reported in this data set of 205 patients." It was not reported if a section of the device remained inside the patient¿s body. It was reported that intervention defined as "other supportive measures" or embolization was required due to this occurrence. It was not reported if the patient experienced any further adverse effects due to this occurrence.